Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing in the non-(B)(6) right atrial (ra) lead. As a result, pacing was not being delivered when required. Technical services (ts) was contacted and after reviewing the data, recommended additional testing and monitoring. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).